Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid. The cause of the event was not reported. It was reported the patient was hospitalized for the event. It was not reported if the patient was treated for the event. The same day as hospital admission, pd therapy was discontinued. At the time of this report, the patient was not recovered from the cloudy fluid. On an unknown date, the patient was discharged from the hospital. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, the additional information was received that on an unknown date the patient experienced ultrafiltration failure and low drain volume. Patient outcome was unknown. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.